Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implant procedure, noise was encountered when testing the lead. It was noted that when it was tested in the ventricular channel there was no noise present however when repositioned to the atrium there was noise again. The lead was replaced and the second lead also exhibited interference but to a lesser degree and it was agreed to leave that lead in place. It was additionally noted that the physician remarked that there had been similar issues in that operating room regarding general interference and believed that it could possibly be attributed to the lights and added that it was "happening all the time" and to different manufacturer's products. No patient complications have been reported as a result of this event.